Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Based on the available information, the exact cause and its resolution could not be established. Additionally, no further contact was established by the customer regarding the reported device and issue.

Event description:
The customer reported that they multiple random and repeated failures of spo2 signal loss or wrong values. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there were multiple random and repeated failures of spo2 signal loss or wrong values. The device was in use on a patient. There was no report of patient or user harm.